Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's infusion system was removed on (B)(6) 2017 due to an infection. No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the cause of the infection was unknown. It was reported that the patients infection had not yet been cleared. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-feb-09 indicated the device was not returned as the customer/patient refused to return. No further complications were anticipated/reported.